Event description:
The st. Jude medical rep phones to report the ICD battery voltage had dropped over a six-month period. Stored electrograms showed a small amount of noise that could not be reproduced. At explant, the lead was checked and no anomaly was observed. The ICD was explanted and returned for analysis.